Manufacturer narrative:
The subject ltf-s190-5 was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc will start evaluating subject device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During the inspection for before the unspecified therapeutic procedure with the ltf-s190-5, an error e216 and b30 (both indicate the communication error between endoscope and video processor) appeared on the monitor. The user restarted the otv-s190 used conjunction with the subject device and cleaned the video connector of the subject device, but the subject device did not worked normally. The user replaced the subject ltf-s190-5 to the unspecified camera head and the unspecified rigid endoscope to complete the procedure. There was no report of the patient injury other than replacing the device.

Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2020-02006 to provide device evaluation results. The subject ltf-s190-5 was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. Omsc confirmed the subject device, and could duplicate the user¿s report. As a result of disassembling of the subject device, there was no abnormality of the solder part of parts and the cable. Therefore omsc concluded that the printed circuit board in the video connector might have malfunction. The exact cause of the malfunction of the printed circuit board could not be conclusively determined, however, there was the possibility that some electrical stress (accidental deterioration and/or over current) was attributed to it. The instruction manual of the subject device states the corresponding method in case of an abnormality.